Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 5071-53 implantable pacing lead 2005 (B)(6); 033462 competitor implantable pacing lead 1995 (B)(6); 6947-65 implantable tachy lead 2005 (B)(6); 5071-53 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. Follow-up from the representative revealed that during the replacement procedure there were high thresholds on the chronic left ventricular lead. The lead was capped. The physician re-activated the other chronic lead. No patient complications have been reported as a result of this event.